Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the keys were sticking. Customer changed the battery after receiving a low battery alert. Customer stated that the screen finally acme on after trying a few batteries. Customer stated that sometimes she has an issue with the down button. Customer also had a no delivery alarm that was resolved by a complete set change. Customer's blood glucose level was 132 mg/dl at the time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will be sent a replacement battery cap as a courtesy. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.